Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported difficult to remove from the anatomy resulting in tissue injury and subsequent unchanged mr cannot be determined. Tissue damage/injury and mitral regurgitation are listed in the IFU as known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and tethered posterior leaflet for a mitraclip procedure. During the procedure, one mitraclip was implanted. During implantation of second mitraclip, imaging was difficult due to shadow from first clip. A difficulty was encountered while releasing the clip. Troubleshooting was performed and was successful. While retracting back, a flail of anterior leaflet along with increased mr was observed. The clip was removed from the anatomy. A non-abbott device was placed for stabilization. The mr remained unchanged post procedure. Patient was in stable condition. There was no clinically significant delay.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and tethered posterior leaflet for a mitraclip procedure. During the procedure, one mitraclip was implanted. During implantation of second mitraclip, imaging was difficult due to shadow from first clip. A difficulty was encountered while releasing the clip. Troubleshooting was performed and was successful. While retracting back, a flail of anterior leaflet along with increased mr was observed. The clip was removed from the anatomy. A non-abbott device was placed for stabilization. The mr remained unchanged post procedure. Patient was in stable condition. There was no clinically significant delay.